Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted oophorectomy procedure, the jaw of the force bipolar instrument snapped off and fell inside the patient. The customer was able to retrieve all the fragments during the same surgical procedure. The intuitive surgical, inc. (Isi) technical service engineer (tse) found no related errors in the logs and advised the customer to return the instrument for failure analysis evaluation. The procedure was completed robotically using a backup instrument.